Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the r wave was diminished without oversensing or undersensing noted. It was noted that the r waves had been fluctuating over the past year. The lead remains in use. No patient complications were noted as a result of this event.